Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device to be partially fired. Functionally, each reload was loaded into a representative instrument from for functional testing. The interlocks were overridden and each reload was cycled to the distal end, and was cycled without hesitation or binding. The distal anvil and cartridge sutures were released on each reload. Each reload interlock was tested and found to function properly. It was reported that the reinforcement material was torn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reinforcement strip was torn. There was no patient injury. Medtronic¿s initial evaluation of the incident device found that each reload was partially fired to the zero cut line with the interlock engaged.